Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported blank screen which was reproduced. The reported condition was verified. Visual inspection determined it to be a damaged display which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had blank screen during testing. The event happened at the biomed service. There was no patient involvement. No additional information is available.